Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion was located in the left anterior descending (lad) which was moderately tortuous and considered not seriously calcified. The physician advanced the 3.25 x 15mm nc quantum apex monorail balloon catheter to the lesion, inflated the balloon and the balloon ruptured. The number of inflations and to what atm is unknown. The procedure was completed with a different device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion was located in the left anterior descending (lad) which was moderately tortuous and considered not seriously calcified. The physician advanced the 3.25 x 15mm nc quantum apex monorail balloon catheter to the lesion, inflated the balloon and the balloon ruptured. The number of inflations and to what atm is unknown. The procedure was completed with a different device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR. The nc quantum apex device was received for analysis and when positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the midsection of the balloon. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).